Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator ins for spinal pain. It was reported that the ins recharger (insr) wouldn¿t power up. It was reported that the desktop charger (dtc) was intact and secured when plugged in the insr, and green light was on the dtc but the insr still unable to power up. The patient reported that hey have ¿massive pain¿ when the ins ran out of battery. It was reported that the insr was unresponsive and nothing will display on the screen. It was reported that an insr reset was unsuccessful. No patient complications have been reported because of this event.